Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
An event involved a cadd legacy plus pump where it was reported that the pump alarmed an no disposable pump won't run. Pump not running at the end of call. The medication, fluorouracil (5-fu) was infused at a programmed rate of 2.3 ml per hour, the remaining reservoir volume was 87.4ml, and the volume delivered was 17.65 ml. The device stoppage during active infusion indicates a potential interruption of therapy. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
D4 - primary UDI number: corrected. D1 - brand name, d4 - model #, d7a, h6: updated. The suspected pump was not returned for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined.